Event description:
After firing the covidien 25mm eea stapler and releasing as indicated, the tilt top anvil would not release from the hand piece. Surgeon then had to use force to remove the stapling device and this put tension on the staple line. When the leak test was performed on the sigmoid colon, there was a leak. The patient had to be converted to an open procedure in order to repair the leak. FDA safety report ID # (B)(4).